Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon ruptured occurred. The 90% stenosed lesion was located in the proximal right coronary (rca) artery. A non-bsc stent was implanted. The physician then advanced a 2.0 x 9.0mm maverick2 monorail balloon. The balloon was inflated once to 6atms and ruptured. The procedure was completed with a different device. There were no patient complications and the patient's current status is reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)